Event description:
Customer complaint - limited data available. Customer said the device started sparking at the plug and the customer was burnt. The material on the arm of their chair broke down. There was a red light flashing red prior to the incident that would not turn off.

Event description:
Customer complaint - limited data available stated received device as gift. Device started sparking at plug. Was burnt. States material on arm of couch broke down. Stated there was a red flashing light prior that would not turn off. Requesting reimbursement.